Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a kinked guide wire with signs of use and a slightly opened j-bend. The advancer was not returned. The kinks were at 27 and 32 cm from the distal end, near the middle of the wire body. The guide wire was intact and within dimensional specification. A review of manufacturing records did not yield any relevant findings. The customer reported that the wire came out of the advancer kinked, which cannot be fully evaluated without the advancer. However, based on the signs of use and damage observed, it is likely the issue occurred during insertion. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the procedure was being performed in the medical ward. During insertion, the guide wire came out of the arrow advancer kinked and would not advance any further than the kinked part of the wire. As a result, another kit was used for the procedure. There was a delay in treatment with no patient harm and no patient death or complications reported.